Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 02/24/2016. The recall classification number is z-1381-2016 and z-1382-2016.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(6). Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit alarmed and mechanical ventilation stopped. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.